Event description:
Adverse effects of lasik surgery on my eyes. I had lasik in 1999 in both eyes. I then had each eye "enhanced" several months later. In 2000, my vision began to deteriorate and has gotten consistently worse. I was diagnosed with severe keratoconus in both eyes due to the lasik. I am totally dependent on hard contact lenses and my vision will never get better. I will probably need a corneal transplant at some point in the future.